Manufacturer narrative:
Model number: balloon: 72400024, pump: 72404127. (B)(4). Catalog number: balloon: 72400024, pump: 72404127. (B)(4). Expiration date: balloon: 08/18/2019, pump: 09/24/2015. Manufacture date: balloon: 09/03/2014, pump: 10/14/2014.

Event description:
It was reported that the patient's artificial urinary sphincter was replaced due to unspecified reasons. A 4.0 cm cuff, pump, and 61-70 cmh2o balloon were implanted. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Product was explanted but not expected to be returned.  Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.